Event description:
It was reported per field service report: the pump was on pt. Symptom - display went black, the pump continued to pump. There was no harm to the pt. Add'l info received on 7/8/2010 from the field service representative (fsr) stated that the pump was exchanged off the pt. Findings/action taken: fsr spoke to the customer and customer stated that the display cable was damaged at the helium door. Fsr sent the customer a new cable. Customer will send the damaged cable back to the fsr. Pump is back in service.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.